Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician saw this patient for a routine programming. The patient is implanted with a percept pc in the right chest. During brainsense signal test on the left hemisphere during brainsense setup, the dbs application closed without warning. No notification of ¿unable to connect¿ or ¿cannot find device¿. This was the first brainsense signal test of the session, and the test was approximately 25% complete. The communicator was within 3 ft of the patient without obstruction, and there were no known causes of emi within the room. It may be important to note that this patient also has a vns battery implanted in her left chest. The clinician noted at least three moments throughout the one hour session in which the vns was actively stimulating in response to seizure activity. These were obvious because the patient noted that she could feel the vns stimulation. The clinician reconnected their tablet to the ipg successfully. It is very important to note that upon connection, the clinician noticed that the patient¿s stimulation was off. Stimulation had been on prior to the signal test. The clinician turned stimulation on and proceeded with a successful signal test. For the remainder of the session, there were no connection issues. The clinician was able to successfully reconnect to the patient¿s implant. Clinician was also able to successfully run a brain sense signal test. The issue did not occur again. There are no known patient/external/environmental factors contributing to this event. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of stimulation being off wasn¿t determined. They rep guessed the cause was due to stimulation being turned off during brainsense signal tests which was the likely reason because it was during a signal test whenthe connection to the neurostimulator was lost.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.